Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was intubated for about 20 days and the whole catheter detached (fell off) at home which affected the patient and caused economic losses. The patient complained to the hospital. The catheter was not repaired and there was no leak. There was no cleaning agent used on the device and tego was not utilized. There was no luer adapter issue and the insertion site was not treated prior to product placement. Nothing unusual was observed on the device prior to use, there were no damages found on the product, and there were no other products utilized with the device. Flushing was not performed. It was mentioned that there was no possibility that any clothing factors might have contributed to the issue. The catheter did not move out of place due to securement wing issue. The device was maintained in place by suture. The product was replaced with a new central venous catheter to resolve the issue. There was no blood loss and blood transfusion was not required. There was no intervention/medical treatment required as the result of the event. There was no reported patient injury.